Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still hurting') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and adenomyosis. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and palpitations ("my heart started racing really fast"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) -2021. At the time of the report, the pelvic pain and palpitations outcome was unknown. The reporter considered palpitations and pelvic pain to be related to essure. The reporter commented: trailing into the uterine cavity was 4 on the left. And terine cavity was 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, tachycardia, lot number- c51076 most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: fu 4and 5 process together reporter information, medical history, rcc, lot number, concomitant medication were added. On 24-may-2021: medical record received: fu 4and 5 process together. No new information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still hurting') in an adult female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding and adenomyosis. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and palpitations ("my heart started racing really fast"). The patient was treated with ibuprofen and surgery (total hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and palpitations outcome was unknown. The reporter considered palpitations and pelvic pain to be related to essure. The reporter commented: trailing into the uterine cavity was 4 on the left. And terine cavity was 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, tachycardia, lot number- c51076, production date 2014-04-25, expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('still hurting') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and palpitations ("my heart started racing really fast"). The patient was treated with ibuprofen and surgery (essure removal surgery.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and palpitations outcome was unknown. The reporter considered palpitations and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, tachycardia, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information, state of residence and implant, plaintiff dob, product indication, insertion date, removal details added. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.